Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim#(B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2, -5.0/1.5/099 (sphere/cylinder/axis), implantable collamer lens was implanted and removed from patient's left eye (os) due to lens tear/break during loading. There was patient contact (lens touched the eye) with no patient injury. A same length lens similar diopter lens was implanted on (B)(6) 2024. This resolved the problem. Cause of the event is reported as unknown.